Event description:
This rv lead was implanted on (B)(6) 2010 and still remains implanted at this time. A report was received on (B)(6) 2017 that this lead is for laser lead extraction on (B)(6) 2017 due to infection. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6) . No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).